Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer complained that on this x-ray device, its imaging processing system was not available during an angioplasty. The doctor completed this angioplasty procedure with another probable x-ray system without pt injury.